Event description:
It was reported the patient had to be resuscitated in the emergency room due to an inappropriate detection of ventricular tachycardia. Review of the electrogram strips revealed a single undersensed beat due to a wide qrs complex. The recommended programming change to the treatment zone setting was made. The patient was then admitted to the intensive care unit for two days after the resuscitation. The patient condition is now stable.